Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The patient reports they got their ins implanted about a year ago. About 7 weeks ago, the patient was diagnosed with oropharyngeal cancer. Today, the patient started their fifth of seven weeks chemotherapy and radiation therapy. Over the past 2 weeks, the patient reports that the stimulator is not helping at all. They tried the three settings that are programmed on the remote and nothing. Patient reports the stimulator is hurting them. The patient reports feeling a sharp electric shock in their lower back, so they decided to turn thestimulator off. Today, the patient's chemotherapy infusion takes five hours in a recliner chair and the lower back pain is so bad that it makes the whole thing worse.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.